Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. The reported phenomenon could be reproduced. The error b30 (scope communication error) was found. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the bronchoscopy, the endoscopic image stopped and became black. The patient was already under anesthesia. The procedure was stopped. The user replaced the device with another device and completed the procedure. The procedure was extended 30 minutes longer than the user had planned. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-02341. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.